Event description:
An endurant stent graft system was implanted for the endovascular treatment of a abdominal aortic aneurysm. The proximal aorta was 32 mm in diameter and the distal aorta was 26 mm in diameter. The proximal neck length was 12mm. It was reported that the patient presented with aortic occlusion. The physician intervened and a axillary to femoral bypass was performed and successfully reestablished blood flow to the lower extremities. The physician suspects that there may have been stenosis at distal end of the endurant limb just above the hypogastric artery. The reason for thrombosis cannot be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Date of event is unknown. (B)(4).